Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the device package was opened, the nurse noticed that the tip of the dilator was damaged, there was a plastic burr at the tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the device package was opened, the nurse noticed that the tip of the dilator was damaged, there was a plastic burr at the tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, the steering knob of the sheath could not be rotated. Dissection of the sheath handle identified the friction gasket to be the cause of the rotation difficulties as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component.